Event description:
Additional information received: occurred during testing, no patient involvement.

Manufacturer narrative:
Updated date of event, event, and adverse event problem. One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The event log did not show the device lost power on 10/3/2018. Service will re-download the software and install new batteries. Use testing was performed. The problem source is unknown.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of double beep no cassette attached was not verified. The event log did show two cases no disposable alarms. The downstream occlusion sensor will be replaced and recalibrated in service. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump alarmed for double beep with cassette. No reported adverse effects.